Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Inner tubing kinked/buckled; blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that there was a potential performance issue with the lead. It was also reported that the lead was "not long enough". No patient information reported in this event.